Manufacturer narrative:
A partial lead with the pin measuring 11.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when patient presented to the clinic with episodes of rv oversensing issue and insulation of fracture issue was suspected on the rv lead as well. There were no visualized external conductors. Lead was explanted and a new lead was implanted. There were no adverse events. Patient was stable.